Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If the device is returned, or if additional information is received, then a supplemental emdr will be submitted containing the pertinent information.

Event description:
The event occurred on an unspecified date and involved an unspecified IV primary tubing set with cassette leakage. There was no report of human harm.